Event description:
It was reported by the customer that they are returning their unit for service. Description of failure: the rotation knob is defective. No further information is available. No reported patient consequence.

Manufacturer narrative:
Date sent: 08/29/2007. Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require defective rotational cable replaced, defective translational cable replaced, defective overhousing replaced, defective fastening material replaced, unit cleaned and calibrated. Based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. Testing included: functional test performed according to test procedure.